Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that there was a hospitalization due to diabetic ketoacidosis. The blood glucose reading was 577 mg/dl at the time of the incident and was brought down to 145 mg/dl at the time of the call. The customer was treated with an insulin drip and released once the blood glucose had been stabilized. The customer was wearing the insulin pump at the time of the incident, but it was removed by the hospital.